Manufacturer narrative:
Block d2a (common device name) and d2b (pro code) were corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted for biliary drainage in the common bile duct during a choledochoduodenostomy procedure performed on (B)(6) 2025. The patient's common bile duct (cbd) was dilated measuring approximately 18mm. During the procedure, the first flange of the axios stent failed to expand properly. Multiple push and pull techniques were employed to facilitate deployment, but the first flange of the stent did not expand. The procedure was completed using a 4 cm wallflex biliary fully covered stent. After the procedure, the axios stent was attempted to be deployed outside the patient, but it took a lot of time to open. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the axios was locked onto the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted for biliary drainage in the common bile duct during a choledochodudenostomy procedure performed on (B)(6) 2025. The patient's common bile duct (cbd) was dilated measuring approximately 18mm. During the procedure, the first flange of the axios stent failed to expand properly. Multiple push and pull techniques were employed to facilitate deployment, but the first flange of the stent did not expand. The procedure was completed using a 4 cm wallflex biliary fully covered stent. After the procedure, the axios stent was attempted to be deployed outside the patient, but it took a lot of time to open. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the axios was locked onto the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.